Event description:
It was reported that during a procedure, it was noticed that the 4-40 stud was broken off the handpiece. The procedure was finished with a different handpiece with no patient consequence. No further information provided.